Event description:
Pump reported as "IV antibiotic infused over one hour instead of three. No ill effects on pt." A 250ml bag of amophotericin b liposomal was set up a piggyback bag to infuse at 80ml per hour for 3 hours. After one hour, the entire bag had infused. No pt injury resulted and no medical intervention was required.